Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they started to leak more a few days ago. Patient said they thought it was because they were drinking more water because they were not drinking an excessive amount of water, but they take a lot of medications and with their medications they have to drink water and they were switching more pads. Agent asked patient if they were feeling the stimulation and patient said every now and then they could feel it, but it was not a constant thing. Discussed basic programming. The patient was redirected to their healthcare provider (hcp) to further address the issue. Additional information was received from the hcp. The cause of the stimulation not being constant was not determined. The most likely cause or contribution was the patient will need device reprogrammed. The patient will adjust amps. If that does not help, they will make an appointment for a reprogramming visit.